Event description:
Home patient (hp) reports air infused into peritoneal cavity during apd treatment. Per rn, hp noted "severe pain" due to excess air. Rn reports pain has subsided on it's own with no resulting injury.